Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient daughter stated the patient¿s values are 20-50 points different. She stated on (B)(6) 2019, the patient was found unresponsive in their garage by the police, who contacted the paramedics. The cgm and bg values were unknown and unspecified medical intervention was provided. The patient had since then experienced cognitive deficiency because the hypoglycemic event that resulted in a loss of consciousness for an unknown length of time. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.